Manufacturer narrative:
Part is not expected to be returned for manufacturer review/investigation. (B)(4). Reviewed attached picture, the complaint description can be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. A device history record (DHR) review was conducted: part: 04.835.125.02s, lot: l480480. Manufacturing site: (B)(4). Release to warehouse date: 13 july 2017. Expiry date: 01 july 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2019, a revision surgery was performed to change an osteosynthesis material with an anterior surgical retro peritoneal approach due to a pain felt by the patient. Moreover, a reoperation was done due to risk of bowel perforation and neurological aspect. Originally, the patient underwent implantation of an arthrodesis lss1 interbody alif on (B)(6) 2019. However, on an unknown date, x-rays were taken and confirmed a disassembly of the osteosynthesis material, the two (2) synfix evolution locking screws were moved in the abdomen, resulting into a mass. All fragments were removed from the patient. All the screws on the abdomen were removed. Procedure was completed successfully. It was unknown if there was surgical delay. Patient outcome is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 2). This report is for one (1) synfix® evolution fine tip screw/25 mm - sterile. This is report 3 of 3 for complaint (B)(4).